Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint (B)(4). Pin 6 was confirmed to be damaged/recessed on the im receptacle along with low no alarm with no flow through the im found in the service log. It was recommended to the distributor that the 90164 im receptacle cable be replaced due to these findings. This medwatch report is being submitted as a recessed 5 or 6 im receptacle pin paired with low no alarms with no flow through the im was determined to be a reportable malfunction. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, an international distributor reported an issue with inomax dsir (B)(4) in france, unrelated to the reportable malfunction. The device was not in use on a patient at the time of the event. No impact or harm to the patient reported. On (B)(6) 2019, mallinckrodt was notified that there was a damaged/recessed injector module (im) receptacle pin 6 on the head of dsir (B)(4). Mallinckrodt received the service log for the device on 17-jan-2019 and confirmed low nitric oxide (no) alarms with 0 im flow through the im had occured. This is being reported as a recessed 5 or 6 im receptacle pin with 0 flow through the im is considered a reportable malfunction.